Event description:
A 6060 pump overinfused during clinical use. There was no negative impact to the pt (the nurse always got there in time before the bag ran dry). The pt was receiving pain management (fentanyl) at 4 mg/hr, with a 1ml bolus every 30 minutes, and the pump was locked-out. The infusion stopped 30-60 minutes early. A rep also tested the pump at 220 cc/hr for 2 minutes, 20ml, and consistently got 22-29ml delivered.